Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl13.2; -11.00/2.0/089 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. It was reported there is low vault. Lens remains implanted. . Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl13.2; -11.00/2.0/089 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. It was reported there is low vault. Lens remains implanted. . Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H3: device evaluation: lens was returned in a specimen cup, in liquid with debris on the lens. Visual inspection found no visible damage to the lens. B5: the lens was explanted at a later date. Claim#: (B)(4).